Event description:
See h10.

Manufacturer narrative:
The investigation of the returned implant found the loops deformed, separated from the pusher, and stuck within the introducer, which is consistent with the condition observed in the customer provided image. Further inspection found the implant's monofilament profiled a mushroom shape, which indicates the implant experienced thermal activation from a detachment controller. However, the pusher and microcatheter used during the procedure were not returned, so the investigation could not test for or assess the advancement issue described in the reported event and therefore, this complaint is considered non-verifiable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during the splenic aneurysm embolization, the physician found the coil could not advance through the tip of the microcatheter, but the coil could be detached. Then the physician tried to push the coil with a guide wire but failed. At last, the coil was pulled out of the body without any injury for the patient.